Manufacturer narrative:
Other, other text: h4: correction: device manufacture date: 20-jul-2016. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Pump was found to be displaying "45639" error code alarm message on power up when batteries are inserted during the investigation. Faulty microprocessor unit board was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Event description:
It was reported the device gave constant alarm with error 45639. No patient was involved; identified during testing.